Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The defective response button problem was confirmed. When the button was depressed, it would not always trigger a response. This was due to the connector being pulled from the pins inside the alarm module. The root cause of defective connector has not been determined to this date. The monitor was repaired. No adverse event resulted from the faulty connector. The pt received a replacement monitor.

Event description:
A male pt's daughter contacted customer support to report that the response button on his monitor would not work. Support sent another monitor to the pt.